Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. According to the patient, during the christmas period, they experienced difficulties setting up a dexcom sensor on two occasions, and that for a 2 week period, they were using a freestyle libre 2 plus. It was understood that during these 2 weeks the patient was wearing a freestyle and a dexcom sensor at the same time, as the patient reported consistent discrepancies between dexcom cgm readings and freestyle libre 2 plus readings. When the dexcom device was showing normal or high cgm values, the libre showed unspecified low cgm readings. No fingerstick readings were reported to have been taken, but the patient stated that the dexcom cgm readings would have been inaccurate. The patient stated that the dexcom sensor was connected to their insulin pump during those times, and that the insulin pump delivered insulin even though the blood glucose level would have been low. When the patient returned to using the dexcom device only, they experienced several severe hypoglycemic events. No specific treatment was reported from those events, but it was stated that the patient ¿has prescribed medication she takes¿ but also that it ¿might be due to stress¿. On (B)(6) 2025, the patient experienced severe hypoglycemia with symptoms such as continuous dizziness, weakness and extreme fatigue, and shaking. No specific cgm nor blood glucose readings were reported, but it was understood that the cgm reading was alleged to have been inaccurate. The patient´s partner took them to the hospital. At the hospital the patient took their regular medications for cholesterol, but no additional medication was given at the hospital. The patient stayed overnight and it could not be confirmed if the patient stayed for more than 24 hours. There was no documentation of further medical intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.